Event description:
It was reported that the external pulse generator powered off while connected to a patient. It was able to be powered back on and was then changed out and returned for service. It was noted that the battery had been changed one hour prior to the incident occurring. The battery that was received into the facility's biomedical engineering department with the generator measured at 9 volts but it was not clear whether this was the battery in use when the generator shut down, or a new one. It was indicated that there was no patient harm or complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of the generator powering down. Analysis did find that the upper and lower cases were broken, the battery contacts compressed, the ring bent and the liquid crystal display missing a segment.

Event description:
It was reported that the external pulse generator powered off while connected to a patient. It was able to be powered back on and was then changed out and returned for service. It was noted that the battery had been changed one hour prior to the incident occurring. The battery that was received into the facility's biomedical engineering department with the generator measured at 9 volts but it was not clear whether this was the battery in use when the generator shut down, or a new one. It was indicated that there was no patient harm or complications as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.